Event description:
It was reported that patient under going rotator cuff repair, pump being used to insufflate the shoulder joint. After procedure, as drape was removed, it was noted patient had severe swelling to neck, breast, shoulder. It was reported that the drain component to the pump did not work entirely and a large amount of fluid was retained. The pt was admitted for observation in ICU.

Manufacturer narrative:
Additional information will be provided once investigation is completed.